Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12279. It was reported that an asymptomatic patient presented to an in-clinic follow up with noise over-sensing on their atrial lead causing inappropriate automatic mode switch episodes. It was also noted that the ventricular channel on the pacemaker was turned off, although it was unknown whether it was done purposefully or not by a previous healthcare professional. Both devices were reprogrammed accordingly. Patient was stable after the event.